Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device had a therapy pca failure. It was clarified at the bench that the defib failed the op-check produced an error and had a shock equipment malfunction. There was no report of pt involvement.